Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer used cold insulin. Tandem technical support educated the caller on the importance of using room temperature insulin. The customer changed supplies and resumed insulin therapy.